Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, fatigue and chest pressure, increased apnea while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, fatigue and chest pressure, increased apnea while using the device. Medical intervention was not specified. A pms clinical expert review made a determination based on information available at the time of this review, that there is insufficient evidence to pronounce a serious injury. This event is being reported as a product problem/malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.